Event description:
One week after successful stent placement in a venous-venous fistula (stenting at the left subclavian origin in the junction between the svc and the subclavian vein) using a jugular approach, the patient's face and arm became swollen. Follow-up revealed the stent to be fractured and restenosed, limiting bloodflow in the target vessel and diverting it into the jugular. The lesion was described as "hard, and under "continuous high pressure from the heart." A mesh stent was later implanted successfully to revascularize the target lesion. As per the reporting affiliate, there is no additional information available at this time. The implanting physician believes the characteristics of the lesion made the stent vulnerable to fracture, and believes it could occur again. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.